Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump rewinds properly. No louder/slower rewind during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of (B)(6) 2025 in the formatted history file. One no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 18:12:52.000 during bolus delivery. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records before the event date of (B)(6) 2025. The pump accepts the test battery during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with cracked up and down button keypad overlay, pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, louder/slower rewind, diminished battery life and rejected new battery (battery failed) was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported diminished battery life, rejection of a new battery, unexplained no-delivery alarms, and a louder, slower rewind. The customer reported no adverse event. The event involved product(s) unk_reservoir, mmt-1884, mmt-398a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_reservoir, mmt-1884, mmt-398a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.